Event description:
It was reported that a malfunction occurred in the insulin pump, displaying error code malf 16. The customer declined to answer questions regarding the blood glucose level impact. Technical support provided pump reset information and assisted the customer with resetting it, but the malfunction code recurred. The pump was replaced, and instructions were given for returning the problematic pump to tandem. The customer planned to use manual daily injections as a backup therapy.